Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the wire mesh was exposed on the shaft. The articulation of the delivery system was out of plane. The delivery system shaft was mechanically kinked/buckled. The analyst noted that the delivery system was returned with the device attached. Visual inspection identified that the wire mesh was exposed on the shaft near the proximal end of the sheath. A kink was observed on the shaft at 5 cm from the distal end of the shaft. Curve could be applied but the distal shaft appeared to be out of plane. Observation of the handle revealed the device deployment button in the locked position, the tether retaining pin was not placed in the handle but was hanging from the tether line. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 28-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was deployed three times but due to undesirable thresholds in each position, the delivery system was removed, inspected and flushed. No issues were noted so it was re-introduced; however, at that time it was suggested that the physician re-engage the deployment button and the physician stated that the delivery system ¿didn¿t feel right¿. The delivery system was not able to be deflected as easily as previous attempts. The delivery system was removed from the patient and it was observed that the shape appeared to be misaligned. The ipg was not implanted and another one was used. No patient complications have been reported as a result of this event.